Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, when the physician stepped on the foot pedal to apply power to the injection gold probe, the probe arced, short flamed, and smoked at the tip. This occurred while inside of the patient; the device was not tested prior to use inside of the patient. There were no patient burns. No damage was noticed with the device, or device packaging. The physician was able to complete the procedure with another injection gold probe device, using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the catheter was melted and carbonized where it meets the ceramic tip. Additionally, burn marks were noted at the gold bands. Functionally, the unit failed the isolation of electrode test and during the load test the unit sparked and produced fumes. The condition of the returned incident device was consistent with the complainant¿s observed electrical issue. During manufacturing, injection gold probe devices are 100% inspected for visible issues and electrical functionality. Therefore, the most probable cause is considered operational context as the unit was likely exposed to excessive heat, during use, causing the catheter to melt and carbonize. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, when the physician stepped on the foot pedal to apply power to the injection gold probe, the probe arced, short flamed, and smoked at the tip. This occurred while inside of the patient; the device was not tested prior to use inside of the patient. There were no patient burns. No damage was noticed with the device, or device packaging. The physician was able to complete the procedure with another injection gold probe device, using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.